Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: during investigation, the pump powered up to a blank display with auditory and vibratory alarms. The pump was opened and a cracked internal component was found. The blank screen allegation was duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Additionally, the cartridge compartment was chipped and cracked.